Event description:
It was reported that the patient underwent right reverse shoulder arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation on (B)(6) 2015. The patient was revised again on (B)(6) 2015 due to dislocation. During this surgery, the surgeon incorrectly attempted to implant a standard taper adapter into the previously implanted mini baseplate without success. The correct mini taper adapter was available to complete the procedure without delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02665 & 02666).